Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event(s) of abdominal pain and peritonitis, which warranted antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the definitive etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, transmigration is suspected given the patient¿s history of unspecified gi problems and the identified organism being e. Coli. Enterococci are considered normal intestinal flora in humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a patient contracted peritonitis and is receiving treatment. Upon follow up, the pdrn stated that this was the 3rd episode of peritonitis the patient experienced in 2019. The pdrn reported that the patient was experiencing abdominal pain on (B)(6) 2019, and peritoneal effluent fluid cultures were positive for gram-negative enterococcus coli. Additionally, a peritoneal effluent cell count revealed an elevated white blood cell count of 4,042 cells/ul. The patient was treated outpatient and prescribed intraperitoneal (ip) fortaz 2.0 grams daily for 21 days. The pdrn stated the definitive cause of the peritonitis is unknown. However, the patient is ¿very sick¿ (specifics not provided) and has multiple gastrointestinal (gi) problems (specifics not provided). The pdrn stated the cultured organism supports a gi source, and it is suspected transmigration may have caused the peritonitis. Given the patient¿s declining health, the nephrologist and family believe it is safer for the patient to transition to outpatient hemodialysis (hd) for renal replacement therapy. The patient has a preexisting arteriovenous fistula (avf) on his right upper extremity (clotted) and has an outpatient fistulagram scheduled for (B)(6) 2019. The pdrn stated that the events were unrelated to the utilization of any fresenius device(s) or product(s). The patient is still recovering from the events and will continue to undergo continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the same liberty select cycler until the right upper extremity avf is viable.